Event description:
The facility reported a pump with fail code 313:425:250:0022 resulting in interruption of therapy. According to the hospital representative there was no patient injury associated with this incident. The hospital representative did not know any more details and faxed the work report. The work report stated that a triple-port infusion pump providing continuous dosing of a sedative, a vasopressor and an inotropic agent suddenly and completely failed in the cvicu. The fresh post-op patient's hemodynamics were saved by the rapid redeployment of those agents through a different and available pump. No additional information could be obtained.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.